Event description:
On (B)(6) 2026, customer's daughter reached out to acorn stairlifts, inc. She reported that her mother's home health aide found her on the floor at the bottom of the stairs on (B)(6) 2026. According to customer's daughter, her mother mentioned that she had used the stairlift to go down but felt it wasn't functioning properly. Afterward, she walked back up the stairs to turn off a light and fell down the stairs upon reaching the top. As a result, she sustained a broken back and two neck fractures, and she is currently hospitalized.